Manufacturer narrative:
According to the complainant's mother the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that on (B)(6) 2020 a patient passed away while wearing a pod. Patient was also reported to have kidney issues. Patient was taking other medications such as spironolactone, lisinopril, furosemide, atorvastatin and metoprolol. No more information was able to be obtained.